Manufacturer narrative:
Device evaluation: the insertion device was returned and a visual inspection found an intact suture with no anchor attached. Upon closer inspection with a microscope, it was noted that the hex portion of the distal end of the anchor is broken off and remains inside of the insertion device with the anchor securely attached to the suture. The customer¿s complaint of a ¿broken suture¿ could not be confirmed. No measurements could be taken and no functional test could be performed. The handle is rotated slightly from its original position. This condition is indicative of torsional overload which would cause the anchor to break. Based on the evidence provided, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. The instruction for use states: "excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.¿ (B)(4).

Event description:
During a medial patella femoral ligament repair procedure utilizing the twinfix ti 2.8 ultrabraid, it was reported that it the suture broke. The device was removed and another site prepared, leaving the initial hole left empty. A back-up device was used to complete the procedure. The patient¿s bone quality was good. There were no reports of patient injuries or complications.